Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that they didn't think their stim was working, because they were having return of symptoms. Patient stated that they tried to turn the stimulation up, but it doesn't respond at all and added that the last couple of weeks they started to get shocks on their pelvic floor, and there had been an episode where they got the shocked on the ins site, and they couldn't retain their urine. Patient also stated that they had lost some weight and mentioned that they noticed that when they were driving, it hurt a little bit, because the fat was not there as it used to. Agent reviewed that each program just has a different way of stimulating the sacral nerve which could potentially affect their symptom relief. Agent also reviewed that they would want to maximize each program before jumping to another one. Patient had a hard time connecting to the implant during the call and even commented "there is something wrong with this thing". Agent reviewed that once they got to connect to the ins, that they could just increase the stimulation up to a comfortable level. Agent documented reported events and redirected to the doctor to further address the issue. The agent also emailed the field rep who reported that they had spoken to the patient and the patient was to schedule an office visit.